Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced low audio output. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but unable to be performed due to the device has no audio. A review of the downloaded receiver log observed no errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of low audio output. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.